Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the video system center exhibited scope communication error (error e216) and incompatible scope error (error e315). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: d8, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was not returned to olympus for inspection, and therefore the customer reportable malfunction could not be reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "e315 error" malfunction could not be identified. Olympus will continue to monitor field performance for this device.